Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2010 and obtained the following information: the patient tests eight to ten times a day and manages his diabetes with novolog insulin (based on both his meal and the result with the subject meter) given via insulin pump. Since he is most active between 6am-10am, the patient indicated his insulin pump is programmed not to administer insulin during the specified time frame. The patient alleged that the issue began on (B)(6) 2010 (at approximately 9am). Before the alleged issue occurred, the patient indicated that his previous blood glucose result with the subject meter (taken between 6am-10pm that morning) was "105 mg/dl"; a result the patient considered to be "normal". The patient indicated he did not take any action in response to the result and eventually went to his work site. Several minutes prior to the alleged issue, the patient corrected and clarified that while he was working he suddenly became incoherent (staring blankly at the wall); he was guided to the work office by his co-workers and his wife was called to the work site. At approximately 9am, the patient clarified his wife obtained a blood sample from his ear (a sample site the patient's wife would use when he is feeling symptomatic and is unable to test himself) and used the sample for the subject meter; the patient reportedly obtained a result of "86mg/dl". The patient stated the emergency medical services (ems) arrived in less than five minutes after the alleged issue occurred. The patient allegedly obtained a result of "40mg/dl" with the ems's meter and was soon after administered IV glucose by the health care professional (hcp).after treatment the patient indicated he felt better, he obtained blood glucose results (using finger stick) "140mg/dl" with the subject meter and "130mg/dl" with the ems's meter, and was advised by the hcp to return home and eat. At the time of troubleshooting, the customer service representative (csr) verified the subject meter was set to the correct unit of measurement setting (mg/dl). The patient informed the mss that he was told by his physician he would be able to get a blood sample (for the lfs product) from anywhere on his body. The mss educated the patient on the approved sample sites (per owner's booklet recommendation). Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient was reportedly treated by an hcp for sever hypoglycemia after the alleged issue began.

Manufacturer narrative:
The 510(k) # is k073231. (B)(6) 2010 the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.